Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/03/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/23/2015 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump¿s black box data revealed no evidence of a power issue. The voltage levels in the black box never reached the low or replace battery alarm threshold to trigger the respect alarms. The returned battery cap was able to secure onto the pump. The pump powered on with the returned battery cap. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The electrical current draws measured within specifications. The pump was opened and no damage was found to the internal components of the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (power issue) issue. The reporter alleged that there was no low battery or replace battery alarms in the alarm history, but the other alarms were occurring normally. It was reported that the patient¿s blood glucose was greater than 250 mg/dl, but less than 500 mg/dl with no symptoms. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.